Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wires came off the jaws. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wires came off the jaws. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool handle and tool jaws were observed. Charred tissues were evident on the heater wire. Microscopic inspection showed the heater wire to be detached from the tip but remained attached to the base of the hot jaw. The silicone insulation on the jaws appear intact with no signs of crack or peeling. Based on the returned condition of the device and the results of the investigation, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.